Event description:
Per the clinic, the patient needed scans of head and the implant magnet was creating too much artifact. The patient underwent revision surgery under general anaesthesia on (B)(6) 2025, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.